Event description:
The customer reported unexpected results on patient samples tested with the weak_d assay on echo; two samples had false positive results.

Manufacturer narrative:
A service visit was made. Perfomed decontamination of instrument; the problem still occured. Next, the washer manifold and the tubing of the system were checked. There was overflow of system liquid between the manifold and tube connections. The connectors inside the manifold were damaged; there was system liquid overflow and the manifold aspirated air). Replaced the washer manifold. Performed start-up and residual volume test, and initialized the instrument without any problem. Screen and weak_d tests were performed; the results were as expected.